Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges to have headaches. There was no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The external part of the device was visually inspected and the manufacturer found small amount of carbonaceous deposits at the air intake where the pollen filter sits. The manufacturer did an internal visual inspection of the device. The manufacturer found a small amount of contamination on the flow sensor seal. A microscopic review was done by the manufacturer and confirmed the contamination is consistent with an organic nature. There was no evidence of sound abatement foam degradation. The manufacturer applied power to the device and accessed the device's event log. There were no errors logged in the device event log. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleges to have headaches. There was no report of serious or permanent harm or injury. The device was returned to the product investigation laboratory for further evaluation. External investigation of the device found a small amount of carbonaceous deposit at the air intake where the pollen filter would sit. No other evidence of dirt, damage, or failure was found on the exterior. The data also indicated the patient had lengthy gaps between usage. There is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Internal investigation found no evidence of foam degradation or damage. The manufacturer did find a small amount of contamination on the flow sensor seal. Review under a microscope showed the contamination appeared to be organic in nature and likely mold. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer is unable to address the complaint directly, and it was able to determine the patient was not compliant in their usage, and did find a small amount of contamination in the airpath that may have developed as a result of infrequent use. The manufcaturer confirmed no presence of degraded sound abatement foam the manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. External investigation of the device found a small amount of carbonaceous deposit at the air intake where the pollen filter would sit. No other evidence of dirt, damage, or failure was found on the exterior. Using a known good power supply and cable, pil applied power and accessed the device logs. 0 errors, 334.2 blower hours, and 328.3 therapy hours were logged. Pil then reviewed care orchestrator data, finding the patient had a 0.0% compliance rate from first date of use (B)(6) 2020 to last date of use (B)(6) 2020. The data also indicated the patient had lengthy gaps between usage. Internal investigation found no evidence of foam degradation, dirt, or damage. Pil did find a small amount of contamination on the flow sensor seal. Review under a microscope showed the contamination appeared to be organic in nature and likely mold. Pil is unable to address the complaint directly. Pil was able to determine the patient was not compliant in their usage, and did find a small amount of contamination in the airpath that may have developed as a result of infrequent use. Section d8, d9 and h6 updated in this report.